Event description:
It was reported that customer had difficulty with removing the site connector and led to needle displacement. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).